Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not maintaining target on the arctic sun device. Target temperature was 33.5c and currently patient temperature was 31.8c. Earlier patient was 34.7c. Mss confirmed that this was over an extended period and not erratic temperatures. Foley probe was in use, correlating with another source. Nurse flushed it with 20cc earlier, but the patient temperature was varying before and after the flush. Water temperature was currently at 40c, flow rate was 2.9lpm, patient weighed 46 kilograms. Medium arctic gel pads were in place, overlapping. There was no bolus medication, continuous only. Bair hugger was in place. Mss questioned neurological and hemodynamic status. Patient had brain cancer and nurse believed this could be neurological. Patient was bradycardic. Mss explained that device appeared to be functioning properly and this seemed to be patient related.

Event description:
It was reported that the patient was not maintaining target on the arctic sun device. Target temperature was 33.5c and currently patient temperature was 31.8c. Earlier patient was 34.7c. Mss confirmed that this was over an extended period and not erratic temperatures. Foley probe was in use, correlating with another source. Nurse flushed it with 20cc earlier, but the patient temperature was varying before and after the flush. Water temperature was currently at 40c, flow rate was 2.9lpm, patient weighed 46 kilograms. Medium arctic gel pads were in place, overlapping. There was no bolus medication, continuous only. Bair hugger was in place. Mss questioned neurological and hemodynamic status. Patient had brain cancer and nurse believed this could be neurological. Patient was bradycardic. Mss explained that device appeared to be functioning properly and this seemed to be patient related.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.